Event description:
It was reported that during ablation of an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the patient¿s heart rate lowered. During avnrt, the his bundle was ablated and the patient needed a pacemaker. Additional clarification was requested on the event, but no additional information has been provided.

Manufacturer narrative:
Additional information was provided on the event on (B)(6), 2014. The event would have been life threatening if it was left unattended. The event resulted in a severe impairment of a body structure. It was an inadvertent slow and fast pathway ablation leading to a heart block. The event required the patient to get a pacemaker and to be hospitalized. The outcome for the patient was improved. The prognosis for the patient was excellent. The physician¿s opinion on the causality of the adverse event is that it was procedure related. The patient had a baseline before the procedure of av node abnormality. Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed. The DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Concomitant products: carto 3 system model #: m-4800-01: serial #:(B)(4). Stockert 70 system: model #: m-5463-01, serial #:(B)(4). Coolflow pump: model #:unknown, serial #: unknown. (B)(4).

Manufacturer narrative:
In supplemental follow-up #1 submitted on (B)(6), 2014 reported that the product investigation would not be performed since the catheter was not returned for analysis. However, on (B)(6), 2014, the bwi failure analysis lab received the catheter. Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4) it was reported that during ablation of an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the patient¿s heart rate lowered. During avnrt, the his bundle was ablated and the patient needed a pacemaker. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility. It was found within specifications. Furthermore, a deflection test was performed and the catheter passed. Finally, the catheter was tested for eeprom, 4 khz and calibration functionality. The catheter failed during calibration functionality test and 4 khz. According to the calibration results and the 4 khz readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed on calibration test, but the root cause of the low heart rate remains unknown. An internal corrective action has been opened to address the potential pcb issues/intermittency.